Event description:
It was reported during a procedure using an ultrasonic scalpel, "the instrument would cut but not coagulate. The vessels were small but did not seem to be controlled with the device as expected." There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use, including an indention in the teflon pad. The device was connected to a scalpel generator and when activated, the device produced an error code 5. Further visual inspection revealed a crack in the blade of the device. As a result, cut/coagulation testing could not be performed. Sss's instructions for use for ultrasonic scalpels states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ ¿use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique.¿ coagulation effectiveness is related to various factors amongst them, but not limited to, power level (generator settings) and surgical technique. The ultracision harmonic scalpel generator 300 system user manual states: ¿with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation.¿ the device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a two year reporting cycle due to MDR report 1056128-2012-00092 where the physician had to switch to a open procedure due to a vessel not being sealed, even though there was no patient injury in this event. This reported event is not occurring more frequently or with greater severity than is usual for the device.